Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system went to the hospital after hearing tones being emitted from the device. Upon interrogation, an alert was displayed indicating high out of range impedance measurements. A field representative attempted to perform testing of the vectors to assess the system and an impedance measurement above 400 ohms was displayed. The s-ICD was programmed off and the patient was admitted to the hospital. A memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. In addition, a chest x-ray will also be performed to assess the system. Additional information was received from the field representative that the implanter had flushed the port with betadine prior to insertion of the electrode, may have attributed to the issue. X-rays were obtained and sent to boston scientific technical services (ts) for review. A ts consultant discussed that it did appear that the electrode was under inserted. A revision was performed and when the torque wrench was inserted into the setscrew to disengage it, vapor was noted as being released from the header. The betadine had obscured the visual confirmation of insertion at the initial implant; now that it has evaporated, under insertion was clearly visible. The electrode was reconnected and the pocket was closed. A 10 joule shock was delivered and normal shock impedance measurements were noted. The system remains implanted and in service. No additional adverse patient effects were reported.